Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).